Event description:
Pt sent email 01/29/2008 to report the following information: the patient reported that three months prior, he developed corneal ulcers in both eyes while wearing oasys brand contact lenses. The patient reported discontinuing contact lens wear for two weeks and being treated with "drops." The patient reported upon resuming contact lens wear ulcers returned in both eyes after one week. The patient reported using "opti-free" cleaning solution. The patient reported that treating doctor stated that the brand of solution that the patient was using "is what caused my problems." Multiple attempts were made to contact the patient to obtain additional information. The patient has not responded. No additional information is available to report at this time. Lot number of the product in question is unknown. As a corneal ulcer may or may not be a serious injury, this event is being reported as worse case. Alcon was contacted to inform them of the patient's comments and patient contact details were provided. Will provide any additional information within 30 days upon receipt. All MDR reports are reviewed in quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.